Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During preparation for a rotational atherectomy treatment procedure, unstable speed occurred. The speed on the rotablator console was fluctuating up and down between 200,000 to 140,000 and did not become stable. The procedure was completed with another rotablator console. No complications were reported and the patient's status is good.